Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 380 mg/dl and ketones were present customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Customer was treated with intravenous fluids and insulin. Elevated bg/dka were resolved. At the time of the event, customer had not yet been discharged and with no reported permanent damage. Customer and healthcare provider alleged there was an issue with the pump. There were no pump alerts/alarms related to insulin delivery and the infusion set was not damaged. Upon follow up, customer was discharged on (B)(6) 2019. Customer reverted to using insulin pens for insulin therapy.